Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insuiln pump after connecting the infusion set tubing to the reservoir. The customer attempted to manually push insulin but was not able to do so successfully. The customer noticed that there was a discoloration at the connection. The customer's blood glucose was 150 mg/dl. Troubleshooting could not be done because the alarm had already been resolved by an infusion set change. Advised customer call back when the alarm occurred in order to troubleshoot. Nothing further reported.